Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was seen in logbook on the pace and sense portion of the right ventricular (rv) lead. The noise was unable to be replicated with isometrics but did lead to some inappropriate anti-tachycardia pacing (atp) delivery. It was noted that the patient was in chronic atrial fibrillation, on hospice and in an electric bed. One year later further oversensing of noise was observed with less than two seconds of asystole. Additional information was received seven months later that during a non-device related procedure, when viewing the telemetry monitor, pacing inhibition with greater than two seconds of asystole were observed for this pacemaker dependent patient. The field representative checked the device and all lead numbers were good and stable. The rv lead sensitivity was reprogrammed from 0.6 mv to 1.5 mv and they monitored the patient overnight. The following day pacing inhibition was still observed, although smaller in duration. Subsequently a revision procedure was performed where the chronic rv pace sense lead was surgically abandoned and the pace sense portion of the shocking lead was put back into service with the existing device that had been implanted approximately three weeks earlier when the previous device was explanted for normal battery depletion. No additional adverse patient effects were reported.